Event description:
It was reported the battery is faulty.

Event description:
It was reported the battery is faulty.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. It appears that the customer included the battery in the shipment as a means of discarding it. Although the reported problem was associated with a battery, this will be documented as a malfunction. There were no parts replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.